Event description:
The patient contacted support to report a medical event and an alleged device malfunction involving a pod. The patient reported pod application during the evening, followed by an alleged pod failure overnight. The patient reported hospitalization the following day due to diabetic ketoacidosis and subsequent discharge. No blood glucose values were provided. The patient alleged that the pod involved may have originated from a lot potentially affected by a field safety notice recall; however, no pod lot, sequence, or serial numbers were provided or verified. No device was available for evaluation, and no technical investigation could be initiated. During follow-up outreach, the patient discontinued the call before medical intake questions, device identification, or adverse event escalation could be completed. As a result, causality between the device and the reported medical event could not be assessed. The case was documented based on patient statements only. No additional information was obtained despite three good-faith outreach attempts.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone16.1 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.